Manufacturer narrative:
D1 product name corrected. D4 primary UDI number corrected. D4 model no. Corrected.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: customer contact reports no patient information is available. Block d4 unique identifier: (B)(6). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718 h3 other text : device evaluation anticipated, but not yet begun.

Event description:
It was reported that there was a malfunction resulting in excessive pressure during a case. The unit was replaced and case resumed. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The breathing system was replaced to resolve the issue.